Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as irritated and bleeding under front right and back left electrodes. There was no alleged device malfunction contributing to the wound. The patient¿s nurse advised applying aquaphor to the wound. Follow up indicated that the wound improved.